Event description:
Drug/diluent: marcaine-plain 0.5%; fill volume: not applicable; flow rate: not applicable; procedure: heart bypass with mitral valve repair; cathplace: subpectorally, 2" parallel to sternotomy incision. Date of surgery: (B)(6) 2012. A piece of catheter was found in a pt. The pt had consistent pustule and during an incision and debridement surgery on (B)(6) 2013. A catheter piece was found. (Add'l info received on (B)(6) 2013): catheter fragment was removed on (B)(6) 2013. Segment was approx 2cm. "Excision of sinus and removal of retained pain pump catheter". Pt's infection occurred two months after surgery and no cultures performed. Pt's conditions is improved/good and no add'l treatment needed after removal.

Manufacturer narrative:
Method - the catheter will not be returned to I-flow for eval and investigation. Result - as no lot number was reported, the device history record cannot be reviewed. Conclusion - if add'l info is received a f/u report will be filed. Currently I-flow is investigating the failure mode catheter break under event number: (B)(6). I-flow provides cautions in it's directions for use: cautions - if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 minutes and try again. The pt's body movements may relieve the catheter to allow easier removal. If catheter is still difficult to remove, an x-ray is recommended. Do not cut or forcefully remove catheter. After removal, check distal end of catheter for black marking to ensure entire catheter was removed.